Manufacturer narrative:
Tandem clinical diabetes specialist educated the customer on the pump and reportedly, met with the customer to discuss the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (32-45 mg/dl) and the cause was not known. Carbohydrates were consumed to address the bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were entered into the pump. User made back to back bolus requests while still having insulin on board (iob). User keeps basal rate set to .9 units of insulin per hour. Making bolus requests and still having insulin on board could lead to a low bg event. Basal rate may need to be adjusted throughout the day to compensate for daily activity. There was no evidence of device malfunction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The customer felt that blood glucose was controlled better with manual insulin injections and reported that pump therapy did not fit into the customer's busy lifestyle and was more comfortable with insulin injections. The customer discontinued use of the pump.